Event description:
It was reported that this pacemaker system was observed to be operating in safety mode and recorded the following codes: 0xa 0xa, indicative of an oscillator mismatch and reset. A request was made to have data from this device analyzed. Data analysis confirmed the battery consumption appeared stable. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device will not be returned for analysis, as it was discarded after explant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was reported that this pacemaker system was observed to be operating in safety mode and recorded the following codes: 0xa, indicative of an oscillator mismatch and reset. A request was made to have data from this device analyzed. Data analysis confirmed the battery consumption appeared stable. Subsequently, this pacemaker was explanted and replaced. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was observed to be operating in safety mode and recorded the following codes: 0xa 0xa 0xa, indicative of an oscillator mismatch and reset. A request was made to have data from this device analyzed. Data analysis confirmed the battery consumption appeared stable. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device will not be returned for analysis, as it was discarded after explant.